Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The customer reported it was unknown if the device was cleaned, disinfected and sterilized prior to being returned for evaluation. It was unknown if there was a delay to precleaning. It was unknown if the air water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the air water nozzle was flushed with detergent solution. It was unknown if the air water nozzle was wiped brushed with a clean lint free cloth, brush or sponge.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.